Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 1020 did neither indicate recorded quality problems nor rejections related to this incident. If any further information is becoming available, MFR immediately will inform FDA. If no further information is becoming available, MFR considers this file as closed. Conclusion: after evaluation of the data, we assume that the sprotte needle solid formed by local conditions (pre-damage by bone contact), respectively has been bent and is thus ultimately aborted. A product failure cannot be confirmed.

Event description:
Internal report - number: (B)(4). Event took place in (B)(4) and was reported to national health authority ((B)(6)). Tentative translation from users narrative: needle broken after multiple puncture with bone contact. Stylet should be inside the needle during the puncture. After termination of the puncture and planned general anesthesia the needle with introducer was pulled, this just came out with a part of the needle. The other part which was inside the patient has been removed surgically. The patient is doing well. Dr (B)(6) is, by its own account, with about 1000 spinal anesthesia, an experienced anesthesiologist.